Event description:
A mechanical error reportedly occurred during the procedure, the plunger damaged the lens haptic. The incision was widened and no sutures were required according to the report. Additional information has been requested but has not been received.